Event description:
The two filshie clips placed inside my body attached to each fallopian tube without my permission in 2008 migrated into my body. Found out after series of complications and pain with no explanation. An xray showed right clip on left side pelvic area. After first laparoscopic surgery, it was then verified both clips had migrated and another surgery would need to be performed. Both fallopian tubes damaged. Another surgery and xray performed during surgery showed clips in my omentum. Both clips removed (B)(6) 2018. I have suffered from excessive weight gained, painful menstrual cycle, anxiety, panic attacks, mood swing, back pain, headaches, leg pain, nerve damage, low sex drive, and etc.